Manufacturer narrative:
Per the clinic, the patient underwent revision surgery (date not reported), to correct the magnet dislocation, but was found that the magnet was not dislocated. The device remains implanted. This report filed january 13th, 2016. Device remains implanted.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (date not reported). Surgery to replace the magnet has been planned, however has yet to take place, as of the date of this report, (B)(6) 2015.